Event description:
Customer complained that the head end would not raise or lower.

Manufacturer narrative:
The technician replaced 2 of the worn gas springs, because they were not functioning properly. The technician then verified the unit. The unit was working within normal specifications. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.